Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qamalp / pdp358t23, and no non-conformances related to the reported complaint condition were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(6).

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021, and suture was used. The suture broke at the time of knotting when sewing. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.